Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were received for evaluation. No pictures were received. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters from which we receive this product. According to their investigation and comments, a check of the production documentation of the concerned batch was performed and no deviations regarding the reported events could be found. During in-process control, the amount of glue to fix needle in device is checked and the tensile strength test of the needle is conducted. No deviations could be detected. The complaint cannot be determined.

Event description:
Customer states on multiple occasions the back-end needles separated from the chamber and remained in the tube stoppers when removing the tube from the holder. Customer does not use vacuette tubes.